Manufacturer narrative:
Belt sn (B)(4) was not returned for evaluation. There is no report of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) male patient developed a skin irritation which allegedly resulted in a scar under the left therapy electrode. The patient reportedly sought medical attention, but the physician only advised to move the placement of the te. The patient was also sent an additional garment to allow an increase in garment laundering and changing. There is no further available information on the medical outcome of the irritation.